Manufacturer narrative:
(B)(4). This report is in response to a letter dated (B)(6) 2010, referencing report numbers: (B)(4), sent by (B)(6) quality assurance and engineering evaluated one protack 5mm fixation device and was unable to confirm the reported condition. The instrument was functionally evaluated, and when fired, all remaining tacks deployed and seated properly. There was no jamming of the handle observed, and the instrument fire satisfactorily. According to the reporter, the instrument jammed during firing. Another device from reorder code (B)(4) was opened to continue the case. There was no pt injury or delay in operating room time reported. A review of historical records shows the observed frequency for similar events investigated and attributed to misuse of the device. Typically, the jammed condition is caused by excessive manipulation of the shaft or firing the device over an construction during use. There is no statement in the product labeling indicating an expected frequency of occurrence for this type of reported event. Quality assurance was unable to confirm the reported condition upon review of the subject unit from the reported lot number, as the unit fired satisfactorily during the inspection. The device described in the medical device report was returned for eval on (B)(6) 2009 and was disposed of post examination. There have been no design changes or modifications to the device since first marketed that are related to this reported event. Quality assurance and engineering evaluated one protack 5mm fixation device and was unable to confirm the reported condition. The instrument was functionally evaluated, and when fired, all remaining tacks deployed and seated properly. There was no jamming of the handle observed, and the instrument fire satisfactorily. Refer to questions 1 and 7. A trend analysis was conducted to identify reports for any of the products reported in the original report (reorder code (B)(4), "instrument did not fire and "jammed") in which the pt had a similar clinical outcome. This trend analysis identified 340 reports from (B)(6) 2009 to (B)(6) 2010. It should be noted that of these reports, 142 either have not had a sample returned for eval or the investigation is ongoing. Thirty four reports were attributed to misapplication and 12 reports showed no evidence of any device related fault. The remaining 152 reports are confirmed component discrepancies related to the 8 recall lots (refer to question 3). Of the 340 reports received, 211 reports were attributed to the component discrepancy and were part of the (B)(6) 2010 recall. (B)(4). The observed difficulty firing may occur due to misuse of the device, as excessive manipulation of the shaft and firing over an obstruction will interfere with tack deployment. There were 129 asr reports generated for products from reorder code (B)(4) from the non-recall population with the "instrument did not fire" condition. Refer to the MDR access numbers attached (with inclusion of the recall population initiated on (B)(6) 2010). Refer to attached protack drawing. Based on the analysis performed (B)(4), this issue is not related to the recall initiated on (B)(6) 2010 and we do not plan on extending the recall.

Event description:
Procedure: spinal fusion. According to the reporter, the device jammed when fired. The staff opened another device and was able to continue the case. There was no pt injury reported or delay in operating room time.